Event description:
Retained foreign body. The patient is a adult female with a history of fibroid removal in summer 2020 who presented to the ed summer 2021 with a chief complaint of abdominal pain that began a couple of days ago. She stated that she went to her pcp complaining of abdominal pain and while they were doing a pelvic exam they saw a green object in her vagina; patient then was directed to the ed. On evaluation of vaginal vault in the ed, there was noted a green plastic foreign body, this was unable to be removed with digital exam, speculum exam was performed again and foreign body was removed from vagina with a ring forceps. The patient was administered doxycycline and flagyl for presumed pelvic inflammatory disease.